Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient, resulting in a delay in the medication issuance process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer failed and not detected on bus. A field service engineer replaced the drawer controller board, the drawer retractor, and the position sensor. However, the issue persisted without resolution. Subsequently, the pyxis module controller board was replaced, and testing confirmed its proper functionality. The system functioned as intended after the field service engineer troubleshooted the device.